Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no activate button response due to corroded keypad traces. No button error alarm noted during testing. Unable to verify for motor error alarm due to the unresponsive button. The motor was tested outside the device and passed motor test. The device also was received with minor scratched display window, cracked case at display window corners, cracked on the reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked on battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed motor error during bolus. The device also alarmed button error which it kept reoccurring even after battery change. Motor error alarm would not clear with battery change. Customer's blood glucose level was 263 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.